Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. Impella 5.0 was advanced into axillary artery; however, unable to advance through innominate. Repeated attempts were made involving various manipulations of the patient¿s arm (abduction), the graft, and the catheter. Eventually, the device was removed. Percutaneous transluminal angioplasty was performed on innominate prior to continued attempts to re-advance the impella 5.0. Direct/open insertion as well as femoral insertion was discussed: however, the patient decompensated rapidly in the operating room with increasing difficulty to achieve adequate perfusion. The decision was made to abort impella 5.0 procedure with the patient being returned to the unit on an impella cp for hemodynamic support where family made the decision to withdraw care and patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.